Event description:
Patient reported left side capsular contracture, baker grade iii. Healthcare professional reported a capsulectomy was performed to excise the capsule and the same implant was placed back into the patient. Additionally, healthcare professional reported "patient slipped on glass and cut the breast, the patient was concerned there might be glass inside the pocket so the cut was opened, took out the implant and disinfected the cut and put the implant back in. Patient called the office at 3 am and the doctor immediately took patient in for surgery, during surgery a rupture was found. Doctor examined device to see if it was due to glass but no glass was found on implant." Healthcare professional also reported rupture; this event is not related to the device as it was due to the fall. Device was explanted.

Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified: fold creases, around 0-25% of the shell is missing, broken shell and openings with striated edge along the anterior, posterior and radius side, red particles on shell, nicks with striated and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: - broken shell and openings with striated edge assessed as surgical damage. - missing shell that is assessed as inconclusive additional, changed, and/or corrected data:

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 18/apr/2016. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error, capsular contracture, baker grade iii.

Event description:
Patient reported left side capsular contracture, baker grade iii. Healthcare professional reported a capsulectomy was performed to excise the capsule and the same implant was placed back into the patient. Additionally, healthcare professional reported "patient slipped on glass and cut the breast, the patient was concerned there might be glass inside the pocket so the cut was opened, took out the implant and disinfected the cut and put the implant back in. Patient called the office at 3 am and the doctor immediately took patient in for surgery, during surgery a rupture was found. Doctor examined device to see if it was due to glass but no glass was found on implant." Healthcare professional also reported rupture; this event is not related to the device as it was due to the fall. Device was explanted.